Event description:
The rechargeable implantable neurostimulator was not holding the charge. The device was replaced. No injury to the pt was reported, she recovered without sequela.

Manufacturer narrative:
(B) (4).